Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 and d10. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that e315 was displayed because videoscope cable exera ii cable was connected. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It has been over five (5) years since the subject device was manufactured. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center gave error code e315 (image processor or light source) during a procedure. The customer reached out to olympus technical assistance center and through troubleshooting the customer was able to obtain an image on the monitor and the error message was resolved. The diagnostic procedure was completed and there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called to report an un-supported scope message, e315 error code. Customer stated that they were in the middle of cases and tried several 190 scopes. Olympus technician provided troubleshooting via phone and asked the customer if they had the maj-1430 plugged into the cv-190 and customer informed that they did. Olympus technician advised they unplug it. The customer unplugged the maj-1430 and stated that they now had an image on the monitor and that the un-supported scope message is gone. No further assistance was needed. Follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.